Event description:
It was reported that the patient was first admitted on (B)(6) 2018 and weighed 86 kg. The vad coordinator reported that it is difficult to tell if the patient had any symptoms as the patient was also hyperthyroid at the time. The patient had no obvious acute symptoms. The patient's international normalized ratio (inr) was slightly subtherapeutic for several days as the patient had a small frontal lobe sub-arachnoid hemorrhage which resolved with no lasting effects. Warfarin was held for several days. The lowest inr was 1.7 around the time of the bleed. The echocardiogram on admission showed aortic valve (av) opening slightly every cardiac cycle. The vad operated as expected. The patient was successfully transplanted in (B)(6) 2018 and continues to do well with no problems at all.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. It was reported, through patient outcome, that the patient underwent a heart transplant on (B)(6) 2018. Per the vad coordinator, the patient was upgraded on the transplant list due to signs and symptoms of pump thrombosis. It was reported that the device continued to operate normal prior to the transplant. It was also reported that the device would not be returned for evaluation. Multiple requests for additional information were sent to the customer; however, no additional information was received. Device thrombosis is listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. It was reported that the patient was upgraded on the transplant list due to signs and symptoms of pump thrombosis. The device will not be returned for evaluation.